Manufacturer narrative:
The report of the autopulse platform (sn (B)(4)) displaying a system error, out of service, revert to manual CPR message was confirmed during functional testing but not during archive data review; the root cause was due to a defective processor board. The autopulse platform is a reusable device and was manufactured on 19 nov 2010. It has exceeded its expected service life of 5 years. Evaluation of the platform during initial power up, revealed a system error, out of service, revert to manual CPR message on the display screen. The archive data revealed a system error 136 (internal parameter corrupted) message; however, the event date was corrupted. Thus, the reported event on (B)(6) 2017 could not be confirmed. It was indicated that the processor board was defective and a replacement was necessitated to remedy the issue. As part of routine service during testing, the platform was examined and found physical damages. Upon customer approval, the processor board and the damaged parts will be replaced and the device will be further tested to full specification. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse platform with serial (B)(4).

Event description:
The autopulse platform (sn (B)(4)) displayed a system error, out of service, revert to manual CPR message during shift check. No patient was involved with this event. No further information was provided.